Manufacturer narrative:
(B)(4). Unit received with device heating up and blank display due to burned electronic assembly and burned motor assembly. Unable to download, unable to perform displacement test or functional testing due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer wearing insulin pump was in his pocket and he heard a strange noise and detected a burning smell. The customer¿s blood glucose was unknown. Display window was burned inside and keypad damaged. The insulin pump will be returned for analysis.